Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the driver was ¿sticking.¿ the blade would not come out. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The 90 degree contra angle screwdriver (part# 24-1189, lot# 557550) was visually evaluated. The driver showed signs of moderate use with general handling damage. The contra angle driver was functionally tested by rotating the knob in both the clockwise and counterclockwise directions. The knob was found to be very sticky and difficult to turn. The driver was disassembled for further inspection. A significant amount of debris fell out of the driver upon disassembly and the internal components were discolored. The gears were moderately stripped. Upon reassembly the driver was much easier to turn but was still a little sticky during rotation. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the contra angle driver is gears being stripped, likely resulting from excessive torque. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of this report. Lot number. Device availability. Date received by manufacturer. Type of report and follow-up number. Follow-up type. Device evaluated by manufacturer . Device manufacture date .